Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a failed battery test on the insulin pump. No blood glucose reading was given. Customer was advised that she would be assisted by a legacy tech due the insulin pump that she was using. No further information was reported.